Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (521 mg/dl). Infusion set was changed and insulin injections were administered to address bg. Customer alleged pump was not functioning properly. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Customer declined to remove infusion set site for inspection. Reportedly, customer changed the infusion set box and also used a different type of infusion set (trusteel), to address elevated bg. Upon follow up, customer had not experienced further issues.